Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pump force sensor error. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was removed and there was a crack on the right plunger case. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. Force sensor test error was found at power up. For corrective action, it was recommended to replace the plunger assembly. The root cause of the reported problem was traced to the customer. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: d4: model number: 3500; h4: mfg. Date. 08-feb-2011.